Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 10, 2020 that a wallflex fully covered biliary rmv stent was to be implanted to treat a 2cm malignant stricture in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. Reportedly, the patient was diagnosed with pancreatic cancer and the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was deployed successfully. However, during removal of the delivery system, the delivery system broke and part of the inner sheath was detached inside the patient. The broken inner sheath was removed from the patient with forceps. The stent remains implanted at the intended location and the procedure was reported to be completed. Reportedly, the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of inner sheath detached. Block h10: a wallflex biliary delivery system was received for analysis; the stent was not returned because it is implanted in the patient. Visual examination of the returned device found the inner sheath was detached from the delivery system and was kinked. No other issues with the delivery system were noted. The reported event of inner shaft/sheath detached was confirmed. The damages noted on the delivery system may have been a result of excessive force applied to the device during use. The investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, or the patient anatomy, limited the performance of the device and contributed to the inner sheath detachment and kink. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex fully covered biliary rmv stent was to be implanted to treat a 2cm malignant stricture in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. Reportedly, the patient was diagnosed with pancreatic cancer and the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was deployed successfully. However, during removal of the delivery system, the delivery system broke and part of the inner sheath was detached inside the patient. The broken inner sheath was removed from the patient with forceps. The stent remains implanted at the intended location and the procedure was reported to be completed. Reportedly, the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event.